Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint. Patient reports their failed at home, and when they attempted to charge their device they notice settings changing any they could not close any settings nor turn of their device. The also state there were no known causes to the reported event, they were sitting in their bedroom charging their device and notice the settings changing. Patient reports they kept on tapping on the screen and was able to see the on/off switch and turn their device off. They were guided by a rep who told them to take the battery out and put it on to reset their device. Their issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were confused on going through the security devices at the airport, so they had just been having the airport personnel search them and there wasn't a lot of details online. Pt said that the downside of the mdt device was that they had to wait 15 minutes for security personnel at the airport to search them when they had tsa precheck. Agent reviewed airport/security screening devices compatibility information with the pt. Pt said that their device had already failed on them after hours and the device started changing settings on its own. Pt said that they were able to get the device shut off, but it was a very unpleasant feeling and was very scary. Pt said that this happened a couple months ago. Pt said that they had to wait until the next day since they knew the ER wouldn't know how to deal with it and mdt didn't have a 24-hour number. Pt said that they didn't know why healthcare provider (hcp) was offering this kind of device if they couldn't get support after hours.